Event description:
Customer reported malfunction alarm with code malf 12 on their pump, which was not reset despite multiple occurrences. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the faulty pump, and the customer was informed about using multiple daily injections as backup therapy. The customer was instructed to put the pump into storage mode and return it with a prepaid label, which they acknowledged.